Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho to report rh discrepancy in pregnant female patient on provue analyzer. On (B)(6) 2016, patient was tested on provue 057-277-2806, with abd/rev gel card lot# 112015037-21 exp. 11/2016, result was negative. On (B)(6) 2016, patient was tested on provue 057-260-2633, with a different lot of abd/rev gel card and result was 2+. Follow up testing in tube method was is negative, coombs phase 2+. Issue started on: (B)(6) 2016. Frequency: isolated. Methodology used: provue and tube testing. Incubation time (for manual test only): as per weak d tube testing guidelines of facility. Pattern observed: discrepant. Reaction grade obtained: 0 in (B)(6) on provue 1, 2+ in (B)(6) with both provue 2 and tube method customer was expecting: identical results, no rh discrepancy. Test repeated: yes. Result obtained by repeating: 2+. Method used to repeat: provue and tube. Other relevant details: qc was acceptable on both days of testing. Patient had no previous history when testing was performed in march. Patient was (B)(6) pregnant at the time. In (B)(6), patient (B)(6) pregnant, received rhogam on (B)(6), one day after being typed rh positive. No transfusion were done on patient. Patient not harmed, correction was made to patient rh type after (B)(6) testing. Ortho obtained full complaint information.